Event description:
It was reported that during a laparoscopic cholecystectomy procedure, abdominal gas leaked a lot since the beginning of the device use. Another device was used to complete the case. There were no adverse consequences to the patient. The sale rep checked and found that the valve was widely opened. The complaint device had been returned from the hospital with the obturator inserted to the sleeve and is being returned for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.